Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot (p), cracked and bleeding lcd glass, cracked case at display window corner, battery tube threads, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated they were not able to remove the battery cap. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised to monitor pump closely if they continue to use of the pump. The customer was advised that the pump needs to be replaced.